Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water container where it connects to the machine in the front and back. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, patient complaint was not confirmed. There is no allegation of serious or permanent harm or injury. Mandatory section has been updated/corrected.

Manufacturer narrative:
H3 other text: device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water container where it connects to the machine in the front and back. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.